Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft (ctag) for aortic arch aneurysm. As a concomitant procedure, two debranch was performed. Reportedly, just after deployment of ctag, the device moved about 5 mm toward the proximal direction and returned immediately. At that time, a decrease in blood pressure was confirmed. A non-gore stent was placed in the brachiocephalic artery. The patient tolerated the procedure. (Captured by (B)(4)). On an unknown date, proximal type I endoleak and aneurysm enlargement were observed. It was also reported that the proximal edge of the device migrated slightly toward the distal direction. On (B)(6) 2022, the patient underwent reintervention. Additional stent grafts were deployed in the brachiocephalic artery and ascending aorta using the chimney technique. The patient tolerated the procedure. (Captured by (B)(4)). The physician stated as follows; there was no endoleak in the follow-up for a while. The proximal end is slightly migrated to the distal direction.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.